Event description:
It was reported that warm-up continued longer than intended duration occurred.the sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024 . A review of the share logs was performed and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. The reported event of warm-up continued longer than intended duration is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).